Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over one hour is reportable based on he complaint conformation is undetermined because the returned transmitter had not been paired to a display device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).